Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported hat the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 85 mg/dl at the time of the report. The customer stated that the event was caused by a variety of errors he made. The customer stated that he took too much insulin to correct for a high blood glucose reading. The customer also stated that he is a brittle diabetic and could not stabilize his blood glucose the day prior to the event. The customer was also under a considerable amount of stress on the day of the event. Nothing further was reported.